Event description:
The physician had difficulty withdrawing the wire; upon withdrawal, the wire was unraveled. The report received indicated the physician was using an atw wire in a bifurcation of the circumflex and the obtuse marginal. The atw wire was advanced approximately 4cm into the first obtuse marginal; while a competitor wire was placed in the distal circumflex. A 2.5mm stent deployed to 16 atmospheres was placed in the circumflex. When the physician tried to withdraw the atw wire, the wire retracted easily initially; however, when the distal radiopaque portion of the wire reached the proximal stent, the wire became immobile. The physician then used a balloon to help withdraw it. However, this did not help. Therefore, took another balloon and moved it back and forth which released the wire. The physician felt that 'the hydrophilic coating section' stayed on the wire. However, the tip of the wire unraveled; the physician was unsure whether some of the coiled section of the distal wire stripped off leaving fragments of the wire in the vessel. The physician does not believe any of the coating (ptfe sleeve) stayed in the vessel. The wire bunched up in the balloon used to provide counter-traction. After removal of the 'jailed' wire, the physician then post dilated the stent to 18 bars. It was indicated that there was no adverse event to the patient and there were no additional actions taken.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt.